Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the tip of the blade. A piece approximately 0.084" x 0.535" was found to be broken off. Components adjacent to this broken blade do not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the harmonic ace instrument emitted an abnormal sound and the tip broke. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tip was not broken off/detached from the instrument. There were no photos and/or videos of this event available for isi review.